Event description:
The customer reported that while in the process of placing a pt on the unit, the unit had no display. The pt was placed on another unit and therapy was initiated. No pt injury was reported.